Event description:
The customer reported that the unit failed to recognize the battery.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery. A philips field service engineer verified the failure at the customer site. Replacement of the battery resolved the failure. The unit passed all post servicing testing and is back at the customer site.